Event description:
.

Manufacturer narrative:
This is the medical device facility response to the (B)(4). The broken tip of syringe (the luer) defect has been investigated reference corrected action detailed in the amu response to the FDA 483, noted in january 2010. The batch record was reviewed as well and there were no mfg exceptions noted that could have contributed to this defect.